Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they received an insulin flow blocked message and after a bolus has completed, the insulin pump does not always beep or vibrate. The customer's blood glucose level was 277 mg/dl at the time of the incident. The customer stated they did hear beeps when audio volume settings were saved. The customer stated they did hear the differences between the two audio beep volumes (1 & 5). The device will not be returned for analysis.